Event description:
A 2.5 mm diameter x 15 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a lad lesion. The vessel was highly calcified and the stent delivery system did not cross the lesion. It is unknown if the lesion was pre-dilated. Resistance was experienced when removing the device from the lesion, post the device crossing attempts. The stent most likely was caught in the lesion as resistance was experienced during removal of the device from the lesion. It was reported that a cut-down procedure was performed to remove the stent from the femoral artery. The stent was removed by placing a 1.5 mm balloon through the stent. The balloon was inflated and withdrawn. The guide catheter, stent, sheath and balloon catheter were all successfully removed from the patient as one unit. No clinical sequelae were reported and the patient is fine. The next day, the patient was treated with two stent from another manufacturer.

Manufacturer narrative:
.